Event description:
The catheter was inserted in external jugular vein on june 15th without any problems. It was being used to deliver medication by pump infusion (3ml/hour). Flush was been made with 10ml syringes. On june 21st, the pt's mother was holding the baby when the catheter stuck to her. She moved and the catheter broke in two pieces. One piece remained in the pt and was removed surgically.

Manufacturer narrative:
The sample is being sent in for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).